Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. An interrogation found no stored episodes and normal impedance measurements, thus the cause of the syncope remains unknown. Since the patient is pacemaker dependent, the minute ventilation feature on the pacemaker was prophylactically programmed off as per advisory recommendations. It was noted that the pacemaker was not exhibiting any advisory behavior at the time of the reprogramming. This device was included in the recent mv sensor signal oversensing advisory population.